Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm after changing battery. Customer did not have another battery to replace. Customer was advised that this was normal insulin pump behavior. Customer's blood glucose was 46 mg/dl. Customer was advised to monitor insulin pump.